Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, during the filling stage of the procedure, saline was noticed to be leaking from the tip of the sheath. When the device was inspected, they found a tiny hole at the tip of the sheath cap. The procedure was completed using another of the same device and the condition of the patient at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.